Manufacturer narrative:
The analysis results found that the device was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired with out any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that, during a laparoscopic thorocotomy procedure, the staple fell off tissue and into the pt. It was retrieved through the incision with a grasper. There was no pt consequence.